Event description:
I use the dexcom g7 15-day sensor. The first time I used the 15-day sensor, it failed and I had to replace it. Dexcom sent me a replacement. My second time using the 15-day sensor: it expired today. It never gave me the proper grace period so I got cheated out of the 12 hour grace period (in other words, a 1/2 day). The 15-day sensor was released for the public's use long before it should have been. Too many problems with it and tech support is useless. Reference report: mw5184449.